Event description:
According to the reporter: product jammed after 2 stitches. (B)(4). Additional information requested via email. Please elaborate on what is meant by jammed. Did the user experience: inability to load, inability to unload, inability to toggle,

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report to FDA on 12/30/2014.